Manufacturer narrative:
(B)(4. The complaint mr290 vented autofeed humidification chamber is expected, but has not yet been returned to fisher & paykel healthcare in (B)(4). We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported via a distributor, that holes were found in the aluminium base of the mr290 vented autofeed humidification chamber. No patient consequence was reported.

Event description:
A hospital in mexico, reported via a distributor, that holes were found in the aluminium base of the mr290 vented autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Further information was requested from the hospital, however no further information was provided. A photograph of the complaint device was provided by the hospital. Our investigation is thus based on the photograph provided by the hospital, previous similar incidents and our knowledge of the product. Results: visual inspection of the photographs provided showed two holes in the base of the complaint m290 chamber. The edges of the holes appeared to be rough and the chamber base was found to be corroded around the holes. Conclusion: without the return of the complaint device, we are unable to determine what may have caused the reported failure. However, it is known that the use of nebulizing drugs or the use of a liquid other than sterile water may lead to degradation of the mr290 chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v humidification chambers state the following: "use usp sterile water for inhalation or equivalent." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Set appropriate ventilator alarms."